Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid (cloudy) pd effluent. The cause of and the treatment for the peritonitis was not reported. One day after being diagnosed with the peritonitis, the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. No additional information is available.